Event description:
It was reported that during surgery, the poly-axial pedicle screw tulip head disengaged. It was removed and replace with the same type of screw. All fragment were removed. There was a reported surgical delay of one hour. There are no reports of adverse health consequences to the patient in this event.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via visual inspection. The screw was returned in 2 pieces, with the tulip head disengaged from the screw shank. There was deformation on the tulip locking ring and the head of the screw shank. Manufacturing history was reviewed and no issues were identified. Conclusion: the damage seen to the locking ring and the screw shank are indicative to force being applied to the tulip head. Deformation of the locking ring was localized to one area, meaning the tulip head was most likely angulated in that direction when it disengaged. Over angulation and excessive force applied are potential root causes for tulip disengagement.

Event description:
It was reported that during surgery, the poly-axial pedicle screw tulip head disengaged. It was removed and replace with the same type of screw. All fragment were removed. There was a reported surgical delay of one hour. There are no reports of adverse health consequences to the patient in this event.